Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery, the customer's blood glucose level decreased ranging from a level that was displayed as ¿low¿; however, a specific value was not provided to 57 mg/dl. Customer consumed glucose tablets and went to the emergency room (ER). Customer was treated with "liquid glucose drops" and released from the ER 9 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.